Event description:
The pt received his scs system on an unk date. It was reported that the pt was experiencing intermittent communication with the ipg. The ipg was scheduled for surgical revision. Follow up on the pt found that no further issues have been reported. The ipg was not returned to ans for eval. No further info is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.